Event description:
It was reported that during a laparoscopic hysterectomy procedure, the electrode fell off of the device. The broken electrode was able to be retrieved laparoscopically. The issue occurred towards the end of the case so another device was not needed to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the device was received with the electrode broken off from the instrument but the active rod present in the device. The ceramic is fractured but sections are still bonded to the lower jaw. The device was mechanically tested, but because the electrode was broken off, full functional testing could not occur. The device was disassembled and evidence of the electrode weld was present on the active rod.